Event description:
Pt had bilateral silicone implants placed in (B)(6) in the 1970s for augmentation. She had issues with silicone leak in the 1990s with removal of bilateral implants. She had removal of fibrotic and firm tissue and capsule on the left in 2008. She presented with a new palpable mass in the left breast parenchyma (B)(6) 2013. We performed a core biopsy of the palpable mass which was hypoechoic and concerning on bedside ultrasound. Biopsy results show anaplastic large cell lymphoma.